Event description:
It was reported by the customer that pyxis medstation es system had keyboard failure. The customer reported that the nursing staff was facing difficulties when retrieving medications from the pyxis system due to issues with the keyboard. The nursing team reports that they are required to power the pyxis on and off to access specific medications, resulting in delays in the dispensing process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the keyboard was malfunctioning, with several keys remaining stuck. A field service engineer diagnosed the keyboard issue, reconnected all connections, and confirmed the driver functionality. The system functioned as intended after the field service engineer troubleshooted the device.